Event description:
It was reported that a da vinci-assisted surgical ureterectomy procedure, the customer informed the intuitive surgical, inc. (Isi) technical support engineer (tse) they had trouble with monopolar energy. The system logs were unavailable at the time of the call. Prior to calling, the customer tried replaced the monopolar energy cable multiple times, as well as replacing the instrument with no change. The tse observed the cord led on the vio integrated generator electrosurgical unit (iesu) was illuminated yellow. The tse recommended rebooting the system and checking the cabling on the back of the iesu. The customer elected to proceed using bipolar energy. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse was not able to reproduce the issue, however the vio integrated electrosurgical generator unit (iesu) was still replaced. The system was tested and ready for use. Isi did receive the iesu to perform failure analysis (fa). Fa was not able to confirm issue via system logs nor reproduce the issue during in-house testing. The unit energized and cauterized and all ports recognized instruments on system. C-84: short circuit between ae and ne may be potential root cause for this issue. Visual inspection: the unit had no significant scratches or dents. The front bezel was in decent condition.

Manufacturer narrative:
The probable root cause of the reported issue can be attributed to a fault on a component or module within the erbe generator.

Event description:
Refer to h11 for follow-up information.